Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a pump jam occurred when tubes were used in the roller pump. The roller pump was being used as a sucker pump. The roller pump functioned normal without tubes inserted. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.